Event description:
Report of pt who experienced a collapsed left lung. A pt underwent laparoscopic cholecystectomy with a difficult intubation. An lma-fastrach endotracheal tube (ett) was placed through an lma-fastrach and used during surgery. The pt was extubated post-operatively, began desaturating (spo2 readings ranged from 85% to 96%), so a size 4 lma-classic was placed resulting in improved oxygenation. Attempts to intubate through the lma-classic were unsuccessful, so it was removed, the lma-fastrach was re-inserted and the size 7.5 fastrach-ett replaced. Breath sounds were decreased on the left side, the pt was transferred to the ICU and et tube position was checked by x-ray. The anesthesiologist and pulmonologist both read the x-ray to show correct placement in the trachea, with collapsed left lung. The pt was informed that a tumor or clot may be present causing the left lung collapse, and bronchoscopy with biopsy was perfomred. Tissue pathology reported normal carinal tissue. It was then determined that the et tube misplacement into the right mainstem caused the collapsed lung. The pt was treated with 2-day admission to the ICU and chest tube to expand the lung. Pt was discharged to home with home nursing care. A supplemental report is expected.